Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that lots of noise was being over sensed on the right ventricular (rv) lead and the patient received inappropriate shock. The patient was admitted into hospital and the device was programmed off until rv lead replacement. No other issues were observed besides the shocks. The rv lead was explanted and replaced. The patient was stable.